Manufacturer narrative:
Re-downloaded for cause of open book. Pump alarmed critical pump error after battery installation. Verified 3 consecutive pump error 63 alarms (line number 147 file number 2017) in the adapt tool fault error log due to moisture damage to motor processor on the pcb2 board as per global logic analysis esf392695. No date time listed in the adapt tool fault error log for pump error 63. Pump error 37 was noted in the pump history download on 05/27/2023 13:36:29.000 due to moisture damage to pcb1 and pcb2 boards. Unit successfully downloaded to thump. Unable to perform self-test and displacement test due to critical pump error. Verified pump alarmed stuck button on 06/14/2023 11:51:19.000 in pump downloaded history. Moisture damage on j1 connector on pcb1 and it was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, cracked case at battery tube, and corroded home switch. Unable to perform tests and verify button response due to open book image upon battery installation. Pump error 63 triggered open book image due to moisture damage to pcb2 board. Pump error 37 noted in pump download history due to moisture damage to pcb1 and pcb2 boards. Stuck button alarm noted in pump download history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received stuck button alarm. Troubleshooting was partially performed but bot resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will be returned for analysis.